Event description:
Related manufacturer report number: 2017865-2022-05673. During remote monitoring, noise resulting in oversensing and inappropriate automatic mode switch (ams) were observed on both the right ventricular (rv) and right atrial (ra) leads. In addition, high pacing impedance was observed on the ra lead. Rv and ra lead damage was suspected to be the cause of the electrical anomalies. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.